Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the blood glucose monitor displayed an invalid amount of active insulin. No adverse event was reported. The alleged product was requested for evaluation.